Event description:
Patient initially underwent placement of a bard port earlier this year. Port was placed for chemotherapy. During use of the port it was noted to be not working and was later identified to have had a fracture requiring removal and replacement with another bard port 2 months later.